Event description:
It was reported that the device was on its 7-8 q-ring, when a straight shot went through the abdomen, two towels, patient drape and nicked doctor's finger. This was during a lap procedure.

Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.